Event description:
A ventilator was returned to a third-party service center for evaluation of foam particles in the device there was no harm or injury reported. During the evaluation of the device at third-party service center, critical ventilator service required codes were found in the ventilator's downloaded error log indicating failure of the internal lithium-ion battery. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.